Event description:
A healthcare professional reported the patient needed an MRI of the thoracic spine due to a problem with the device or therapy. It was unknown if the patient's lead was capped or removed. No patient symptoms were reported and the device was indicated for spinal pain.

Manufacturer narrative:
Additional review indicated device code is no longer applicable to the event. Information references the main component of the system and other applicable components are: product ID: 377760, lot# v002823, implanted: (B)(6) 2006, product type: lead. Product ID: 399930, lot# v003188, implanted: (B)(6) 2006, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's healthcare provider (hcp) reported that there was no problem with the device or therapy. The patient wanted an MRI paddle lead to use with their device, so their older percutaneous leads were removed prior to the MRI scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.